Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over to all stations. The technical support specialist conducted a server downtime during which the last received messages were verified. The tss runs the ext. Received messages tool, confirming the same results. The tss advised the customer to follow up with the well sky software team, as the messages from their system were outdated. The customer acknowledged this and confirmed that well sky was actively working on the issue. The well sky subsequently resolved the problem. The tss confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server new order was not crossing to all pyxis stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.